Event description:
According to the reporter, during the laparoscopic colon procedure, while performing a sigmoid resection and using the stapler, they attached the anvil to the instrument and noticed that the orange bar had disappeared and they heard the click. The doctor were able to fire the stapler without issues. After turning the knob two full turns, they found that they could not remove the stapler. Eventually, the handle came out, but the anvil remained inside the patient. They had to use a clamp to pull the anvil out. The donuts on the anvil were intact and in perfect circles. However, a leak test revealed a rip in the anatomy, which required another resection with a different stapler to complete the procedure. It was also noted that the doctor had to do colostomy to the patient.

Manufacturer narrative:
Additional information: b2, b5, g3, h1, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic colon procedure, dr. Rocco while performing a sigmoid resection and using the stapler, they attached the anvil to the instrument and noticed that the orange bar had disappeared and they heard the click. The doctor were able to fire the stapler without issues. After turning the knob two full turns, they found that they could not remove the stapler. Eventually, the handle came out, but the anvil remained inside the patient. They had to use a clamp to pull the anvil out. The donuts on the anvil were intact and in perfect circles. However, a leak test revealed a rip in the anatomy, which required another resection with a different stapler to complete the procedure.